Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a loosening screw (iunihg). Doctor removed the screw and placed a healing cap.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed since the product was not returned.no other pre-existing conditions or device information were noted in the per or in the complaint form. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure that product is within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or for the reported device (iunihg). Therefore, since the product was not returned and no pictorial evidence was provided, malfunction of the device and the reported event cannot be verified. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.